Event description:
As it was reported by the study database: the physician inaccurately placed the precise stent in the pt. During the procedure, the pt suffered a neurological event of which behavioral changes were noted. The pt recovered fully without residuals. Physician's transcript of the procedure indicated that it was a very difficult case. There were no problems with the delivery of the filter and the precise stent. The first precise stent was deployed, but it did not cover the entire lesion, thereby requiring another precise stent to be deployed in order to completely cover the lesion. During the procedure, the pt exhibited neurological deficit reported as right hemiparesis which subsided within 5 minutes without any additional treatment.

Manufacturer narrative:
The product remains implanted in the pt, and is not available for analysis. Additional information will be submitted within thiry days upon receipt.

Manufacturer narrative:
This (B)(4) study patient underwent carotid artery stent implantation and during the index procedure had inaccurate stent deployment. Hemiparesis and a baro- receptor response to the bilateral stent placement and then one week post procedure, the patient had cerebral hyperperfusion syndrome. This is a (B)(6) female with medical history including severe pulmonary disease, hyperlipidemia, diabetes mellitus. Coronary artery disease, and hypertension. This patient met the high-risk criteria of age greater than 75 years. Severe pulmonary' disease arid bilateral carotid artery disease. The target lesion was the distal common to proximal internal left carotid artery described as highly calcified, mildly tortuous eccentric ulcerated and 80% stenotic. Asa and plavix were given pre and post index procedure. Bivalirudin was given during the procedure. An angioguard was inserted, tracked, deployed and retrieved without report of difficulties. The lesion was predilated with a durastar balloon with without report of dissection. The first precise was deployed and retrieved without report of difficulties, however, it failed to cover the entire target lesion. A second precise stent was deployed without difficulties to cover the reminder of the target lesion. Air embolism from air trapped. In the strada guide catheter was noted with transient weakness in the right limb lasting less than 5 minutes, no treatment was given. An aviator balloon was used to post-dilate the two precise stents after the index (left side) was completed, the right common to internal carotid artery was addressed. An angioguard was inserted, tracked, deployed and retrieved without report of difficulties. The lesion was predilated with a different durastar balloon with without report of dissection. One precise stent was implanted without report of difficulties. Air embolism from air trapped in the strada guide catheter was noted with transient weakness in the left arm lasting less than 5 minutes, no treatment was given. A different aviator balloon was used to post-dilate the precise stent. The physician noted the patient had a baro-receptor response with the implantation of the stents on both sides. There is no documentation of treatment given for this baro-receptor response. The physician documented excellent angiographic and clinical results of the procedures. The patient was discharged on asa and plavix as directed. Report was received that approximately one week after the index procedure, the patient experienced neurologic changes that were diagnosed as cerebral hyperperfusion syndrome. Full resolution of symptoms was achieved in greater than 24 hours. None of the devices are available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14035800 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Five units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 14035800. Pths 9149 was generated for an out of control point below the lower control limit in the 100% assembly inspection. No action was taken since the results of the investigation display that there are new people in the manufacturing process, the process are being monitoring during the new people are in training. The lot was liberated and the pths was closed. This nonconformance bares no relation to the complaint reported. The complaint of inaccurate placement was investigated. There is no evidence of manufacturing or design issues that contributed to the event. Review of the information suggests that vessel and procedural issues may have contributed to the reported event. Hemiparesis is a known potential adverse event associated with the carotid stent placement procedure. Transient neurologic symptoms can be expected during the manipulation involved in the stent placement procedure. Review of the information suggests that vessel and procedural issues may have contributed to the reported event. Hyperperfusion syndrome is a known potential adverse event associated with carotid stent implantation. Numerous reports have documented the risk of hyperperfusion syndrome after carotid endarterectomy, carotid angioplasty and intracranial angioplasty. The estimates of the incidence of hyperperfusion syndrome after carotid revascularization range up to 3%. Typically, intracerebral hemorrhage develops on the third to fifth postoperative day, though there have been cases observed immediately after surgery, as well as cases developed as late as 3 weeks after revascularization. Evidence from observational studies, in lack of randomized trials, suggests that a number of factors-all referable to hemodynamic exhaustion of the cerebral circulation-play a role, such as recent stroke. Surgery for very tight internal carotid artery stenosis, concomitant contralateral tight lesion, impaired cerebrovascular reserve (cerebral hypoperfusion), and marked postoperative increase of an ipsilateral peak middle cerebral artery flow velocity in addition to pre- and postoperative hypertension. Review of the information suggests that vessel and patient factors may have contributed to the reported event. Baro-receptor response is often associated with hypotension and is a known potential adverse event associated with carotid interventional procedures. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. Clinical research has revealed that 4.0% of patients undergoing cas sustained a reaction secondary to carotid body stimulation during balloon inflation, most commonly short-term hypotension without clinical symptoms. Not associated to periprocedural cerebral complications. There is no evidence to suggest there were any manufacturing issues that contributed to the reported event. Review of the info suggests that vessel. Lesion and procedural issues may have contributed to the reported events.